Manufacturer narrative:
(B)(4). The turbine, flow sensor was replaced. The transducer was calibrated no leaks in the base manifold noted. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ii unit set at 12 but delivering 40. The wave forms are blue/red. As of this time, there is no information about patient involvement associated with this reported event.